Event description:
It was reported that patient was admitted to the hospital on an unknown date, due to "back pain for 4 days." On admission, they were diagnosed: 1. T12 thoracic vertebral compression fracture 2. Coronary atherosclerotic heart disease 3. Status after coronary stent implantation 4. Hypertension level 1 5. Status after cholecystectomy. After completing preoperative examinations and excluding surgical contraindications, 191 days ago, percutaneous vertebroplasty was performed under local anesthesia for compression fractures of the thoracic vertebrae. The postoperative patient reported poor relief of back pain, stable vital signs, and no discomfort such as palpitations or shortness of breath. Postoperative x-ray revealed bone cement leakage outside the vertebral body. The patient experienced discomfort such as palpitations and shortness of breath. This report is for a vertecem v+ cement kit.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h8: usage of device updated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part # 07.702.016s lot # 3a53572 manufacturing site: werk selzach logistik release to warehouse date: 03.jan.2023 expiration date: 01.jan.2026 supplier: (B)(4) a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.